Event description:
Coiling treatment of an aneurysm. It was reported the coil was repositioned several times as it could not be inserted into the aneurysm. Upon removal, the coil detached inside the catheter. The system (coil and catheter) was removed from the patient. No patient injury reported.

Manufacturer narrative:
The device was returned for evaluation and the implant coil was found detached. The tack weld on the pusher assembly was found broken. The broken tack weld likely caused the coil to detach. (B)(4).